Event description:
Patient with two areas of blanching pink to light red erythema, one over each scapula. Patient had extensive cardiac surgery done several days prior and I believe had a kimberly clark warmer on. Could be 1st degree burns. Spoke with his nurse a few days later and one side has "opened up a little bit" possibly making that area a 2nd degree burn. While examining patient at bedside, two reddened areas resembling thermal burns noted on patient's back at level of the shoulder blades bilaterally.what was the original intended procedure?pt had extensive cardiac surgery.device #1is this a laboratory device or laboratory test?no.